Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received clonidine, dilaudid, and marcaine (unknown concentrations and doses) in an implantable pump for non-malignant pain and arachnoiditis. The patient went to a prospective healthcare provider (hcp) on (B)(6) 2016 and interrogation of the pump indicated the reservoir was empty. This hcp could not do anything for the patient because they only managed cancer patients. The patient (and family) denied hearing any alarming from the pump. The patient reportedly missed their scheduled refill. The patient was last refilled on (B)(6) 2016 and was supposed to be refilled on (B)(6) 2016. The patient just returned from (B)(6) on (B)(6) 2016. It was noted the patient usually went longer than a month between refills because she did not always use her boluses. The patient needed a new hcp because she was dismissed from the previous managing hcp in (B)(6) 2016. There were no reported symptoms. Additional information was requested from the patient, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.